Event description:
Rptr found pt to be bleeding from her little finger while lying in bed. Upon investigation, rptr found that pt had put her finger into a part of the bed and had torn her skin off. The bed has a half circle opening on the side of the bed frame just below the mattress at the middle of the bed. If a finger is put into this half circle, a small opening exists. Pt put finger into half circle then the small hole within the half circle and lacerated her finger trying to pull it out. Pt was confused at the time of event. Pt had soft wrist restraints on at the time of event. Restraints were applied correctly.